Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp). However, the atp was not able to convert the rhythm and led to rhythm of the patient to be accelerated. The device was able to deliver a shock after this, ending the episode. It was alleged that the patient fainted due to this issue. A follow with the health care professional was scheduled for reprogramming of the device. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp). However, the atp was not able to convert the rhythm and led to rhythm of the patient to be accelerated. The device was able to deliver a shock after this, ending the episode. It was alleged that the patient fainted due to this issue. A follow with the health care professional was scheduled for reprogramming of the device. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the follow up took place and the system was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. If pertinent information is provided in the future, a supplemental report will be submitted.